Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the dbs implant revision the physician disconnected the lead from the extension and a portion of the proximal end of the lead remained inside the extension. The issue wasn¿t resolved.